Event description:
During a home health visit, noticed PICC dressing appeared wet. Upon inspection, PICC catheter isn't visibly attached to PICC connector. Cxr results: opaque central line from the r has apparently moved into (r+) subclavian and into pulmonary artery. Pt c/o complained heart palpitations. Per eval: 1 end in (r+) subclavian vein other end in pulm artery. On 4/30, catheter retrievel percutaneous (r+) femoral vein.